Manufacturer narrative:
The manufacturer previously reported information alleging that device unable to charge when plugged into ac. There was no harm or injury reported. Corrections have been made to section e. Initial reporter.

Manufacturer narrative:
H3 other text : device not returned to manufacturer

Event description:
The manufacturer received information alleging that device unable to charge when plugged into ac. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging that device unable to charge when plugged into ac. There was no harm or injury reported. Troubleshooting provided that device may require replacement of the power supply. Three attempts to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported information alleging that device unable to charge when plugged into ac. There was no harm or injury reported. Troubleshooting provided that device may require replacement of the power supply. Additional information obtained from customer. There was no report of out of box failure. There was no report of a patient on the unit at the time of the event. There was no report of patient harm. There was no report of any additional experiences while using the device. There was no report of a device alarm sounding at the time of the event. The internal battery was replaced in 2019. The device will not be returned as it has been quarantined and removed from the hospital premises.